Manufacturer narrative:
Model number: 72400098, lot number: 0937159019, model description: control pump fgs. Model number: 72400024, lot number: 0146259008, model description: balloon fgs 61-70 cm.

Event description:
It was reported that six months after implantation with the artificial urinary sphincter (aus) device the patient presented with cuff extrusion into the urethra. The device was explanted, and now the patient is ready to have a new sphincter implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device analysis: analysis of the returned product did not indicate any device failures or issues that could have led to the reported events, and a review of the manufacturing records found no evidence indicating that the device was not conforming to product specifications. Risk and labeling review indicated that extrusion is an anticipated event included in the product labelling and hazard analysis. Therefore, based on the product record review and analysis the most likely cause assigned is no problem detected as the reported allegation could not be confirmed and the product analysis did not indicate the presence of a device issue. D4: model number: 72400098. Lot number: 0937159019. Model description: control pump fgs. Model number: 72400024. Lot number: 0146259008. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that six months after implantation with the artificial urinary sphincter (aus) device the patient presented with cuff extrusion into the urethra. The device was explanted, and now the patient is ready to have a new sphincter implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.